Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced a low blood glucose level of 42 mg/dl. She treated her blood glucose level with orange juice and glucose tablets. The insulin pump delivered a lot more insulin than the customer intended it to deliver. She believed the insulin pump had a delivery anomaly. The displacement test passed. The device was not returned.